Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (unknown dose and concentration) and unknown drug (dose and concentration unknown) via implanted infusion pump. It was reported that the patient had swelling under the skin at the implant site of device and at the incision site for the catheter. Query if the device had catheter issues and swelling was partly leaking drug. The environmental/external/patient factors that may have led or contributed to the issue were reported as the patient had a number of suicide attempts. Firstly out of hospital via drug overdose. Secondly in hospital with a hanging attempt. A cap dye study was performed. The catheter was seen to have been pulled out of intrathecal space and had migrated toward base of spine from original implant site at t10. There appeared to be some leaking at the catheter and pump junction. The device was turned to minimum rate. The issue was not resolved at time of report, 2024-oct-02. There were no issues reported with the pump itself. It was reported that surgical intervention was performed. Additional information was received on 2024-oct-10 from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the dates of the suicide attempts were not disclosed but, attempts in the days leading up to the dye study procedure. It was reported that the patient attempted to overdose with oral medication. The suicide attempts (drug overdose and hanging) were not related to the patient's intrathecal drug implant. The patient expressed how well the implant had been helping her and was distressed to learn that the catheter was damaged. It was clarified that the surgical intervention performed was a cap dye study. The pump and catheter were still implanted and in minimum rate mode. The patient did not attempt to access or manipulate the device in any way to cause or contribute to the overdose attempt. The cause of the catheter dislodging out of the intrathecal space and the leak at the catheter and pump junction was undetermined. The patient self discharged from hospital on (B)(6) 2024 and had an appointment with the implanting physician on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#: 0229271840; implanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0229271840 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter h1 update: the type of report was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. H6 correction: the patient codes e2402 and e020203 were not previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. A full catheter revision took place on the (B)(6) 2024. The procedure went well and the patient was once again receiving therapy for her pain. The damaged catheter was not released.